Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cable; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the customer reported condition, broken cable, was confirmed by service. The cause of the reported condition was determined to be a broken cable due to mishandling. The power cord was replaced to fix the reported condition.